Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: (B)(6).

Event description:
The customer observed (B)(6) results on the alinity I analyzer. The following data was provided: (B)(6). There was no impact to patient management.

Event description:
The customer observed false negative syphilis and anti-hcv results and error code 1403 unable to process test. Final read failure on the alinity I analyzer. The following data was provided: sample ID (B)(6), 60 year old male: syphilis 0.01, 16.01, 15.98 s/co sample ID (B)(6), , 60 year old female: syphilis 0.00, 10.32, 10.60 s/co sample ID (B)(6), , 63 year old female: anti-hcv 0.04, 1.49, 1.67 s/co sample ID (B)(6), , 64 year male: anti-hcv 0.07, 13.67 s/co. Further investigation into this issue found that the patient results could have been impacted by a deficiency of the alinity I bulk solution level sensor. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial (B)(4) in section d of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany. Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.